Manufacturer narrative:
Non-destructive analysis was performed and no anomalies were found. H6: the evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the patient had a wound at the pump site and an infection was suspected. Surgery was scheduled for (B)(6) 2019. It was indicated the plan was to replace the entire system. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting had been performed. The issue had not been resolved at the time of the report ((B)(6) 2019). It was noted the patient's status was alive - with injury, due to the possible infection at the pump site. No further complications were reported or anticipated. The patient's weight, medical history, and other medications being taken at the time of the event were not available. Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was reported the device had been used to deliver 50 mg/ml of dilaudid at 17.99 mg/day. It was reported the patient's pump and catheter were replaced on (B)(6) 2019. The pump and catheter had been sent back to the manufacturer. A new pump and catheter were implanted on the opposite side of the body. It was reported the pump site was infected. However, it was also reported the infection had not been confirmed. It was indicated a hole was present at the site. It was further clarified that there was skin breakdown at the pump site. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting were performed. It was reported the issue was resolved at the time of the report ((B)(6) 2019) and the patient's status was provided as alive - no injury. I was indicated the patient was doing well as of (B)(6) 2019. It was clarified that the catheter was replaced due to the presumption of infection at the pocket site. The catheter was still flowing and there were no problems with the catheter at the time of replacement.